Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and intermittently failed to boot, exhibiting intermittent functionality. No patient serious injury or death was reported related to this event.